Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in singapore. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause is attributed to design/manufacturing issues. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device was not responding at all after being taken out from packaging. They tried to unplug battery and plug it back also no respond. The trigger both buttons were also not working. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.